Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for system error 2240 was confirmed. The patient reported pressing "go" prior to connecting himself, therefore, the cause is determined ot be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set, cycle power off and on. The tsr explained the alarms. The hp was connected at the time of the call. The hp may have pressed go prior to connecting to the patient line causing the alarm. There were no leaks or wet lines, and all spare lines and clamps were closed. The tsr explained to discard all supplies and to report alarms to the nurse next morning. The hp will finish that night's therapy manually. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the alarm. The rn stated they were unaware of the alarm. The rn was informed the cause of the alarm was by the hp's use error. There were no further details provided. No patient injury or medical intervention was reported.